Manufacturer narrative:
The sample is not available for eval because it was discarded by user facility. However, the lot number was provided, and a review of the device history record will be performed.

Event description:
It was reported to tyco healthcare/kendall in 2004, that a customer had a problem with foley catheter. The customer reports, "the foley balloon would not deflate to discontinue catheter. Urologist had to use spinal needle to puncture balloon and remove catheter. Customer reports that only one tray was involved and that no other trays they have had a problem." Pt is fine.